Manufacturer narrative:
E1 - (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had adhesive of lens section peeled off and main body of head section frayed. The issue was found during a reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: main body is immersed in water, electrical contact is corroded, free locking lever is corroded, scope mount is corroded, cable is twisted, connector is cracked traced to component failure. A root cause could not be identified. Based on the results of the investigation, reported failure was confirmed. The most probable cause of the reportable malfunction is no problem detected, and the most probable cause of the malfunction found during device evaluation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer